Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for out of range hv lead impedance was observed. Hv lead impedance was increasing since past few months. Lead was explanted and replaced without complications during device upgrade procedure. Patient was doing well at the end of the procedure.